Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor (cgm) graph. There was no impact to customer's blood glucose level. Troubleshooting with tandem technical support was performed and data points on the cgm graph were displayed.